Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer experienced also reported nausea, vomiting, shortness of breath, accelerated heart rate, and ketones. The customer addressed their bg with a manual injection and drinking water. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. A replacement pump was sent to resolve the issue.